Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been receiving calibration errors and he had blood on the sensor. Blood glucose level at the time of the incident was 40 mg/dl, which the customer had already treated for. Troubleshooting was completed and the customer was advised that the sensor would be replaced. Customer agreed to return the product for analysis.